Event description:
Rptr was nauseated when he first got out of the hosp. He could not hold his previous position. He had permanent memory loss. It is difficult for him to learn new things. His teeth were damaged by shock therapy.